Event description:
The ICD involved in this report was interrogated during scheduled f/u on (B)(6) 2011. Several warnings related to lead impedances > 3000 ohm (including shock coil impedance values) were displayed stating that therapies might be ineffective. All other tested values (sensing and pacing thresholds) were completely normal. New follow-ups were performed on (B)(6) and (B)(6) 2011, where add'l tests (including a vf induction procedure) were carried out successfully; however, lead impedance remained high. The physician would like to know if a revision/re-intervention is necessary.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.